Event description:
It was reported there are large lines on the screen, image is blurry. Customer refused to send probe in. He did try the probe on another sr8 and said it worked fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of large lines on the screen, image is blurry was confirmed: "large lines on the screen, image is blurry¿ the issue is traced to the probe, as a test probe was connected to the sr8 unit, and the image appeared normal. The root cause of the reported failure was identified as a failure within the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported there are large lines on the screen, image is blurry. Customer refused to send probe in. He did try the probe on another sr8 and said it worked fine.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.